Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed driveline fault alarms, low speed events, and pump stops while the patient was supported by 14v batteries, and also while they were supported by the power module. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number vad-58012 could not be conclusively established through this evaluation. The submitted log file contains data from 18dec2020 at 12:31:30 through 05jan2021 at 01:02:33. Intermittent driveline fault (dlf) alarms were captured throughout the file, beginning on 19dec2020 at 22:52:22 (108 total). From 04jan2021 at 22:41:12 through the end of the file, the pump appeared to be struggling to maintain the set speed. Multiple low speed events and pump stops were captured, along with associated alarms (low speed advisory, low speed hazard, low flow hazard). The majority of low speed and pump stop events appeared to occur while the patient was supported by 14v batteries, with some brief pump stops on 05jan2021 between approximately 00:48-00:56 while the patient was supported by the power module. Brief driveline disconnected alarms were captured in the middle of the low speed / pump stop events on 04jan2021 and 05jan2021, which appears consistent with the center¿s report that the patient was unable to restart the pump with the backup controller. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on hmii lvas, serial number vad-58012. The relevant sections of the device history records for vad-58012 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21nov2014. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 2-12 states that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline disconnected, driveline fault, low speed advisory, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿. Pages 20 and 131 state that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power. Tables 9 & 10 of this document list all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report # (B)(4).it was reported that the patient had pump off alarms at home and was unable to restart the pump with the backup controller. A log file review was requested. Log file date range is (B)(6) 2020 at 12:31 to (B)(6) 2021 at 1:02. The file began capturing fault events on (B)(6) 2020. These continue to occur intermittently throughout the remainder of the log file. On (B)(6) 2021 and (B)(6) 2021 the file captured speed drops less than the low speed limit and pump stops while connected to battery power and power module. The file ends with the driveline disconnected. The file shows the patient was sleeping on battery power which is not recommended.